Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of a wire rack - collapsed was confirmed. On 01-december-2025, lvp was received unboxed and with paperwork. External inspection revealed case damage to the following 8 lvp work order units, (B)(4) (figures 1-8). The other 81 lvp units didn¿t sustain any damage. Root cause: wire rack containing the lvps collapsed. Recommend bd san diego repair center replace the lvp case on the 8 damaged units. All units will be re-tested by the bd san diego repair center, then routed through their normal processes. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had pm or recall remediation event. There was no patient involvement.

Event description:
It was reported that the device had pm or recall remediation event. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of a wire rack - collapsed was confirmed. On 01-december-2025, lvp was received unboxed and with paperwork. External inspection revealed case damage to the following 8 lvp work order units, (B)(4) (figures 1-8). The other 81 lvp units didn't sustain any damage. Root cause: wire rack containing the lvps collapsed. Recommend bd san diego repair center replace the lvp case on the 8 damaged units. All units will be re-tested by the bd san diego repair center, then routed through their normal processes. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.